Event description:
Initially, it was reported that the insulin pump was giving an alarm. The customer later called and stated that he experienced low blood glucose after getting the alarm and was taken to the emergency room. Nothing further was reported. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further information will follow once the analysis has been completed.